Event description:
The pt originally most of her pain on her left side. The leads were positioned more to that side. She fell down the stairs and subsequently had just as much pain on her right side as left. An x-ray revealed that the right lead had migrated down one vertebral body after the fall. Device interrogation revealed high, out-of-range impedances on multiple bipolar electrode pairs. The hcp decided to replace the leads with a surgically placed paddle lead. Prior to explant, the pt stated the implantable neurostimulator was depleting within 2 days of recharging. The implantable neurostimulator would no longer hold a charge. The pt charged in bed. The pt stated the device would get too warm to continue recharging and she would have to stop. There was good coupling between the neurostimulator and recharger. The average recharge time was 1.6 hours. Interrogation revealed the pt used the stimulation once during september. The pt was instructed to leave the implantable neurostimulator on, which she did, at a low level. Upon re-interrogating prior to explant, no battery depletion was found. Both the implantable neurostimulator and leads were replaced. A new pocket was made for the replacement implantable neurostimulator because the pt kept sitting on the device as it was situated. There was no pt injury associated with the event.

Manufacturer narrative:
(B)(4). Testing of the programmable features and output ranges determined the ins was functioning normally. A calorimeter test was done and the highest amount or heat generated was within safe limits during recharging, with and without stimulation. A known good ins was also tested along with the returned device and comparable results were noted.